Event description:
The rptr's spouse had been getting high readings, and visited the dr for a meter to hcp meter comparison test. The tests were done side by side, using separate finger sticks. Meter read 350 mg/dl, and the dr's meter (type unknown) result was 280 mg/dl. No symptoms were reported. In troubleshooting, it was determined that rptr's spouse was adding more blood to strip, and had never cleaned meter. Did not have any control solution to do testing. No harm was alleged. On follow-up, a control solution test was in range.